Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) light was overheating and burning. It is unknown whether patient involvement occurred or if the device failure resulted in patient injury or surgical delay.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The 00mlx mlx 300w xenon lightsource (00mlx) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and the device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. The probable root cause for this 00mlx mlx 300w xenon lightsource overheating is a damaged mirror or mirror holder caused by rough handling/environmental damage. The reported complaint could not be confirmed. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation will be performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.